Manufacturer narrative:
Device manufacture date is 10/05/2015 through 10/07/2015. The actual device was returned to the manufacturing facility for evaluation. Visual inspection found that the safety cover did not shield the tip of the needle and stayed at the middle of the needle tube. Microscopic inspection revealed no defects. Testing included assembling the catheter of a retention sample to the inner needle of the returned sample and repeatedly removing the inner needle 10 times. This confirmed that the safety cover activated and the inner needle was shielded normally. A review of the manufacturing and inspection records was conducted with no relevant findings. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be determined based on the available information from the user facility and investigation results. It appears the user reinserted the inner needle into the catheter after the safety cover activated. The device labeling does address the potential for such an event in the instructions-for- use (IFU): "for certain activation of safety mechanism, be careful not to withdraw the inner needle at an extreme angle or rotating or too quickly". "Do not attempt to re-insert a partially or a completely withdrawn needle". Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026. All available information has been placed on file in quality assurance for tracking, trending, and follow up.

Event description:
The user facility reported that the safety cover did not activate after performing puncture and then withdrew the inner needle. Follow up communication with the user facility reported there was no impact to the patient.